Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 2000017427. Product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 20123315.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and the leads had high impedances. The patient underwent a revision procedure where the ipg and leads were replaced. The explanted devices were not returned.